Manufacturer narrative:
Block b3: exact date unknown, event occurred mid-february 2023.

Event description:
It was reported that the patient was experiencing a shocking stimulation. The implantable pulse generator (ipg) appeared to have shifted and high impedances were also noted. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.